Manufacturer narrative:
(B)(4). D10: #item 0100013712, dural alpha insert neutr ll/36, #item 3224224. Therapy date: (B)(6) 2026. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery 10 days post implantation due to dislocation of the inlay from the shell, complete cup revision to a larger size without problems with the inlay. Attempts have been made, and no further information has been provided.